Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient missed a low alert on the g5 mobile application. The patient stated at approximately 8:26pm, the patient started to sweat and was shaking. The patient's husband stated she seemed to be in a "drunk" state and was unresponsive. He checked the g5 mobile application and stated it was stuck on the dexcom logo., then the application opened, and a reading of 40 mg/dl displayed on the cgm. The patient stated that no low alarm had been given when it should have at 40 mg/dl. The patient drank fruit juice and took three tablets of dextro energy. At the time of contact, the patient was doing okay. Data was provided for investigation. The reported complaint of missing low alert on the dexcom g5 mobile application could not be confirmed as an audible alert was received and acknowledged by the user. The root cause could not be determined post investigation.